Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, stent implant, balloon and in the guide wire lumen. There was contrast on the shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated 17.3 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was also stretched and separated at the same location. There were kinks 1, 2, and 4.5 cm proximal to the separation and 1.5, 2.6, and 5.3 cm distal to the separation. There were multiple bends throughout the entire length of the hypotube. There were multiple kinks in the shaft outer member 2.6 cm proximal to the proximal seal for a length of 2.5 cm. There were no kinks or damage noted to the tip or to the inner member. The tip length was measured and met manufacturing criteria. The tip length was 6 mm. A snap gauge was used to measure the outer diameters of the stent implant. These met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Quality assurance technician analysis of the returned product noted blood visible on the shaft, stent, balloon, and in the guide wire lumen. There was contrast on the shaft. This is consistent with preparation and the sds advanced into the pt anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. Based on the reported info, the failure to advance appears to be related to the moderately calcified lesion. Analysis noted the hypotube and jacket material were separated 17.3 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend, kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were multiple kinks and bends noted throughout the sds. In this case, the pt's anatomy was moderately calcified, which would have contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the proximal shaft broke into two parts after several attempts to cross a chronically totally occluded (cto) lesion. The stent was not implanted and was withdrawn after the shaft broke. No medical intervention was needed as the physician was trying to re-cross the lesion after ballooning. No additional event or pt info is available.